Event description:
It was reported by service report that the side rail could not latch and the side rail weld was broken with sharp edges exposed. No patient involvement or adverse consequences were reported.